Manufacturer narrative:
This is one event (unresponsiveness) reported for the same pt involving two separate products; associated MDR number 1225714-2014-00050.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced nausea, vomiting, change in mental status and an unresponsiveness event on or about (B)(6) 2012 and after the use of the product.